Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in impedance measurements with recent out-of-range values observed. All other lead parameters remain stable and well within their specified ranges. Technical services (ts) was consulted for further review. No adverse patient effects were reported. This lead remains in service.